Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had probe flaw. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the peeling of an acoustic lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to peeling of acoustic lens, water tightness was lost and displayed ultrasound image was defective; the adhesive on bending section cover was detached and had a chip; the paint on airwater cylinder was peeled and the objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.